Event description:
It was reported that the customer had a scroll wrap issue on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that when the replacement insulin pump rewinds sound 'wonkey' and that is why she would like to exchange the insulin pump. The customer was advised that the insulin pump will be replaced due scrap wrap issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.